Event description:
The rptr is calling to report on silicone breast implants which ruptured. Approx one mo prior to explantation, the rptr noted that one of her breasts (side not indicated) felt lumpy. Upon exam by a physician and a mammogram, it was confirmed that a rupture had occurred. Upon explantation, it was discovered that both implants had ruptured. Recently, the rptr had another mammogram and was evaluated by her physician. At this time, the rptr is said to have silicone nodules in both breasts. The plan is to remove these nodules, but a surgery date has not been made. The implant size was 310cc.